Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement of the primary cell implantable pulse generator (ipg) due to reaching end of service message. The explanted ipg was not returned as it was retained by the hospital.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement of the primary cell implantable pulse generator (ipg) reaching end of service message. The explanted ipg was not returned as it was retained by the hospital.